Event description:
Reportedly, one day after the implantation of the pacemaker involved in this MDR report: the pt had respiration problem with decrease of blood pressure and followed by a cardiac arrest. Cardiac message and external defibrillation was operated followed by drug injection but the pt died. Presence of pacing pulse was confirmed before external shock. After 2nd external shock, absence of pacing pulses was observed. The device was returned for analysis.

Manufacturer narrative:
Conclusion: it was reported that the device was delivering pacing pulses just before applying external defibrillation shocks to the pt; upon reception, the analysis of the device revealed that the absence of output resulted from damages of the protective components (including the protective diodes), which induced an overconsumption; in addition, the interrogation failure could be explained by partial damages on the internal circuits provoked by the external shocks. These damages most likely resulted from the external defibrillation shock. The reply dr devices are implantable cardiac pacemakers, intended to treat bradycardia; they are not intended to treat arrhythmias, such as a ventricular fibrillation. Finally, it is important to note: this pacemaker model was designed and approved in accordance with applicable requirements ((B) (4): active implantable medical devices, part 2; particular requirements for active implantable medical devices intended to treat bradyarrhythmia (cardiac pacemakers)). The observed event after the external shock delivery is a well known adverse event that may occur on active implantable medical device when it is submitted to a "medical treatment during which an electrical current from an external source passes through the pt's body", as mentioned in the labelling.